Event description:
It was reported that the endoscope reprocessor's connectors were damaged. The cleaning tubes were in a condition that allowed them to attach. The issue occurred during reprocessing for a procedure that was completed using a same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to aging - a hard object may also have hit the connector or stress may have been applied to the connector at the attaching/detaching connecting tubes. The instructions for use (IFU) operation manual of oer-3 states the following in chapter 3 inspection before use 3.2 inspecting the connectors. Therefore, the suggested event is detectable/preventable. "Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Warning do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Caution connect each connector firmly by pushing until the connector clicks into place. After connection, pull the connector gently to confirm that it cannot be disconnected easily." Olympus will continue to monitor field performance for this device.